Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for sheath distal tip split was confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per device evaluation, the distal tip was split. As the balloon of the associated ds burst, it is likely that the altered balloon profile interacted with the sheath distal tip during withdrawal, resulting in the observed distal tip split. Additionally, 'severe' calcification and 'moderate' tortuosity were reported in the patient's access vessel. These patient factors were also observed in the provided 3mensio imagery. Calcified nodules can damage the distal tip while tortuosity can create sub-optimal angles that may lead to increased interaction between the ds and the sheath distal tip, further contributing to the distal tip split. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (withdrawal of altered balloon profile) may have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is 1 of 2 reports. Investigation is ongoing.

Event description:
As reported by edwards japanese affiliate, upon sheath insertion difficulty, delivery system (ds) balloon burst, ds withdrawal difficulty requiring surgical removal were reported. During a left transfemoral tavr procedure, the left external iliac artery (eia) was narrow with calcification, and the vessel was tortuous; therefore, balloon angioplasty was performed with a 7 mm balloon catheter, and the access vessel was straightened using a lunderquist wire to allow insertion of a 16 fr esheath+. During the sheath insertion, there was resistance due to calcification and tortuosity. Balloon dilation was also performed in the sheath with the 7 mm balloon. A commander delivery system (ds) passed smoothly. A 29 mm sapien 3 ultra resilia (s3ur) valve was deployed; when achieving 4 ml more than nominal volume, the balloon burst. The ds was pulled down to the descending aorta, and attempted to be pulled into the sheath. However, the sheath was found to be longitudinally torn, and the balloon could not be pulled into the sheath. And during the attempt, the balloon tore further. The ds was placed the flex tip inside the sheath and the balloon outside the sheath, and the sheath and the ds were pulled back together to the eia. The devices were attempted forceful removal from the body, but the tapered tip of the ds caught on eia calcification and could not be moved. The physician tried changing the angle of the tip contact with the calcification, but the tip was not moved. Finally, the eia was surgically opened, and the ds could be removed. No dissection was observed, but two stents were implanted as a precaution; a smart stent in the common iliac artery (cia) and a vbx stent in the eia. The sheath liner was longitudinally torn about 5 cm from the distal end. Based on pre-deco evaluation on dec 9, 2025, sheath distal tip split and ds distal inflation balloon separation were found.